Event description:
It was reported an issue with novosyn suture in a post market clinical follow-up study. It was reported a surgical site infection and a hematoma. In this case, the adverse event occurred in a patient of 38 years old, male, 186 cm and 110 kg (patient no. 0175). This patient underwent appendectomy surgery on (B)(6) 2022. Infection and hematoma occurs on the same day and the suture was removed from the skin. On (B)(6) 2022 a surgical site infection (ssi) and hematoma occurred in trocar position para-umbilical and therapeutic measures were required. The novosyn suture was removed but the trocar incision was not reopened. It was considered a non-serious complication, mild as intensity of the event and it was resolved without sequelae. It is also stated that the causal relationship with the suture material used is that the suture resorbs after a long time and there is a possible causal relationship with the surgical procedure. According to the information received, this is a common event expected in the clinical routine for the surgery performed. No more information has been provided.

Manufacturer narrative:
Analysis and results: there is one previous case of this code-batch regarding the same issue that also comes from a post-market clinical follow-up investigation and from the same center, closed as not confirmed after analysis. We manufactured and distributed in the market 2,592 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. To analyze this case, we have not received samples. Without samples a proper analysis cannot be done. However, samples tested of the same code-batch in the previous case fulfilled the specifications: tightness test to the closed samples received was performed and the units were tight. Also, sterility test was carried out and the samples fulfilled the specifications, the tested samples remained absent of turbidity (bacterial growth). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As stated in the precautions of the instructions for use of the product, consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. On the other hand, in the instructions for use of the product is also stated that the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Final conclusion: although no samples have been received to analyze this case, according to the results of the tests realized to the closed samples in the previous case and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.